Manufacturer narrative:
The pump was returned to animas. Evaluation could not confirm or duplicate that there was increased force required for buttons to activate pump functions. All button pressed activated desired pump functions. The buttons do not click or spring back normally. The up, down, and ok button contacts are misaligned. Unrelated to the issue the battery compartment was cracked at the rubber gripper. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that the up and down arrow buttons were difficult to press. There is no reported patient impact associated with this complaint.